Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: last week, inratio: 4.0; (B)(6)2010, 5.7, lab: 4.3. Lab draw was completed five minutes after meter testing. Coumadin dose was lowered based on 4.0 meter reading.

Manufacturer narrative:
Investigation pending.